Event description:
A pt reported blood glucose results of 494 mg/dl with a lifescan meter and 129 mg/dl with her daughter's meter (invalid comparison), performed within 30 minutes of each other (invalid time difference between tests). The pt retested on the reported meter and obtained 601 mg/dl, er5 and er2. The puncture area was cleaned incorrectly prior to testing. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.